Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an unknown infection as reported. The infection cannot be confirmed based on the information provided but may be related to an underlying patient condition. Additionally, the patella wear may have been the result of high in-vivo loading forces or malalignment issues. The third body wear and backside wear on the tibial insert are largely unremarkable for an implanted device. However, this cannot be confirmed as the patella was not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that a 64 yo female patient, initial right knee implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2025, approximately 3 years 11 months post the initial procedure. The patient had an unknown infection within the joint. The surgeon performed a synovectomy surrounding the affected knee. There was minimal osteolysis present. The patella exhibited mild wear along lateral tracking path. Tibial insert free of wear. Femoral and tibial component were well fixed. The polyethylene components were removed, and the joint was cleaned. Like for like components were replaced. The patella component was revised due to early signs of polyethylene wear. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-38-2011 - lgc tibia ps rbk insrt sz 2 11mm, (B)(6), 02-012-43-2030 - lgc tibia rbktray cem sz 2f/ 3t, (B)(6), 02-010-01-0320 - lgc femoral ps cem right sz 2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.